Manufacturer narrative:
UDI number and device lot numbers are unknown, no product information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was performed and there were not any anomalies, nonconformities, or issues found. The sterilization records of the lot involved were reviewed, and all the parameters comply with the specified requirements.

Event description:
It was reported that the patient experienced pain in the catheter's path, erythema, induration, venous cord palpable and fever. Patient with phlebitis in catheter on the left upper limb; a new access canalized in right upper limb. Event associated with the deficiency of asepsis in the insertion of the catheter or its use.